Manufacturer narrative:
Sample from both patients were submitted for further investigation. For sample (B)(4), the free triiodothyronine (ft3) result was reproduced. An interfering factor against the idiotype of the monoclonal antibody of the assay was identified. Product labeling documents this interference. For sample (B)(4), a specific root cause could not be identified and no reagent issue was found.

Event description:
The customer received questionable thyroid results for three patient samples from a cobas e602 analyzer. Of the data provided, the thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample and the free triiodothyronine (ft3) results for two patient samples were discrepant. The specific date of testing by the customer was not provided. The samples were submitted for preliminary investigation was tested on centaur, cobas e170, and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the tsh assay and (B)(6) for the ft4 assay. Information concerning which results were reported outside the laboratory was requested, but was not provided. No action was taken and no adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).